Event description:
It was reported that the controller exhibited unexpected power loss. The controller was off for approximately 3 minutes and 5 seconds. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: (B)(6) ICD implanted (B)(6) 2024, 935m62 lead (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis associated with (B)(6) revealed one (1) controller power up event with an associated pump start event was logged on (B)(6) 2024 at 11:27:12. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2024 at 11:27:42, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Log file analysis associated with (B)(6) revealed three (3) vad stopped alarms were logged on (B)(6) 2024 at 11:05:09, 11:48:23, and 11:49:12, indicating a physical disconnection of the driveline from the controller. The vad stopped alarms are additional findings, not related to the reported event. The reported loss of power event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.